Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having skin irritation from infusion sets. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the skin irritation is consistent and the customer indicated that they will speak with their doctor. The customer indicated that they do not want to troubleshoot for their high blood glucose.